Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg, implantable cardioverter defibrillator, (B)(6) 2013; 4076, implantable pacing lead, (B)(6) 2006. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Oversensing was indicated due to non-physiologic signals/sic (sensing integrity counter). 4860 of 5172 ventricular sic occurred since (B)(6) 2013. There were 5 ventricular fibrillation (vf) episodes and 5 lead failure predictor episodes of <(><<)> 220 ms v-v cycle that were recorded on between (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sic. A lead noise alert was recorded on the same day. (B)(4).

Event description:
It was further reported that the lead was revised to move the lead further from a capped lead, and since that time there was no further oversensing. Recently a lead integrity alert (lia) triggered and high rate non-sustained tachycardia (nst) episodes were seen on the electrogram that showed non-physiologic noise.

Event description:
It was reported that the right ventricular (rv) lead experienced noise resulting in multiple inappropriate shocks. The lead will be repositioned to resolve the matter. No further patient complications have been reported as a result of this event.